Manufacturer narrative:
(B)(6).

Event description:
The customer reported that a ventilator stopped working without alarm at a high flow. It is unknown if the device was in use on a patient at the time of the reported event. There was no patient or user harm reported. The device was evaluated by the customer and an international philips remote service engineer (rse). The complaint is currently pending further information from the customer.

Manufacturer narrative:
Patient or user involvement information is unknown and was requested from the rse. The rse did not respond. No patient or user harm was reported. The device was evaluated by the customer and an international philips remote service engineer (rse). Multiple attempts were made to obtain information regarding the patient information, repair, and operational status with no response from the reporter and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Manufacturer narrative:
The remote service engineer provided the customer with a quote to repair the device but there has been no approval received. Per the rse, there has been no activity performed by any philips field service engineer so far.